Manufacturer narrative:
A philips field service engineer (fse) went onsite to troubleshoot the issue. The fse found that the customer was attempting to split the audio by using the image repeater splitter which was not possible. The fse informed the customer this is not possible. The device remains onsite and in use.

Event description:
The customer reported that alarm audio could not be heard from their patient information center. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.